Event description:
During a laparoscopic gastric bypass the device was not working and the equipment shows "error of instrument." The procedure was completed with another device. No patient consequence reported.